Event description:
A healthcare provider (hcp) reported that they were ¿currently in a procedure¿ for a patient that came in on an urgent basis after having a refill on (B)(6) 2013. No adjustments were made at the refill. At the time of the report, the patient complained of shortness of breath, feelings of weakness, nausea, and ¿not feeling good¿. The hcp was going to perform an infectious workup. The pump was interrogated and nothing was abnormal. The hcp was ¿leaning more toward infection¿ because the patient¿s spasticity had greatly increased and they were in severe pain throughout their body. The patient¿s vitals were stable last night when she had called emergency medical services. The patient was not hospitalized. Residual volumes were not checked. It was confirmed that the patient was filled with 2000 mcg/ml lioresal which was previously in the pump. The patient¿s vitals were noted to be stable in the office as of the date of the report. The patient was noted to feel pretty sick and look pretty sick. They did not have labored breathing. The hcp did not suspect a pocket fill.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8840, serial# unknown. Product type: programmer, physician. (B)(4).